Event description:
During the endoscopic retrograde cholangiopanceratography (ecrp)procedure, the d.a.s.h catheter and wire being used was noted to have a frayed wire at the catheter insertion site after the wire had been advanced about five times. The far end of the wire that was into the patient was not frayed. It was the proximal end with the fray. The other occurrence was a crack in the catheter again not into the patient.